Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 210 mg/dl. Reportedly, the customer cleared the alarm to address the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received.a supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.